Event description:
It was reported that one of the patients lead had high impedances. It was also reported that the patients ipg was not working as intended. The patient underwent a revision procedure where in the ipg and a lead were replaced. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 18034008.